Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient was no longer receiving left side stimulation. X-rays revealed the scs lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the physician unplugged the right lead tail of the existing lead, implanted an octrode, connected it to the scs ipg and left the right side tail of the existing lead unplugged. Left side stimulation was restored with the procedure.